Manufacturer narrative:
The insulin pump was unable to prime unit during prime test due to faulty force sensor resistor. The device had intermittent button responds due to corroded keypad traces. No button error alarms were noted. The device was received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratched lcd window, missing end cap sticker, broken reservoir tube lip, and missing reservoir tube lip o ring.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had unresponsive buttons on her insulin pump. Her blood glucose was unknown at the time of reporting. The insulin pump is being returned. No additional information was reported.